Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with superficial thrombophlebitis in the left arm one week following repositioning of the right atrial lead. The patient was given intravenous antibiotics, and the issue was resolved on (B)(6) 2018.